Event description:
Report received from USA stating device was "heating up during surgery." The device was being used in a "crani" surgery. There were no patient or user injuries reported. There was no delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).